Event description:
Reported by the complainant as follows: pt is a woman, aged (B) (6). Ileal conduit with stent. Event occurred during night between 6 and 7 days after operation. Urine did not drain from pouch and that caused fever. Pt was taken care of by nurse and doctor on night duty. Milking, withdrawal of cv, renal pelvic irrigation. Antibiotic was administered. After 2 days, condition became stable. Complainant hospital concludes that root cause of pt fever is product defect.

Manufacturer narrative:
(B) (4). (B) (4). (B) (4). (B) (4).